Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. According to the report the device was used for endoscopic papillary balloon dilation (epbd). The instructions for use states: "the fusion biliary dilation balloon is intended to dilate of strictures of the biliary tree" (if used for non-intended purpose, it is unapproved indication). According to the report negative pressure was not applied to the balloon prior to advancement through the endoscope. The instructions for use caution the user that maintaining a vacuum prior to advancement through the endoscope is mandatory to ensue balloon deflation. The application of negative pressure (vacuum) will aspirate all residual air from the balloon and ease endoscopic advancement. Negative pressure will also aid in balloon preservation and optimize balloon performance. According to the report lubrication was not applied to the balloon prior to advancement through the endoscope. A possible contributing factor to balloon material rupture is inadequate lubrication of the balloon with a water soluble lubricant. The instructions for use direct the user to apply a water soluble lubricant to the balloon to allow easier passage through the accessory channel. This activity will aid in endoscopic advancement and balloon preservation. A balloon leak can occur if the balloon is inflated prior to advancement through the endoscope or if the balloon is inflated while partially or fully inside the accessory channel of the endoscope. The instructions for use contain the following precaution: "do not inflate the balloon prior to introduction into the scope." The instructions for use also contain the following precaution: "the entire balloon should be extended beyond the tip of the scope and be fluoroscopically visualized and positioned before inflation." Prior to distribution, all fusion biliary dilation balloons are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: based on the information provided, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
During an endoscopic papillary balloon dilation (epbd), a cook fusion biliary dilation balloon was used. After cannulating the common bile duct with a wire guide combined with a catheter, the catheter was removed. The balloon was advanced over the wire guide into position. The balloon was inflated using saline/contrast combination, then deflated. A second inflation attempt was made, but the balloon would not hold pressure and a rupture was observed. Since the papilla was successfully dilated with the first balloon inflation, the procedure was considered finished despite the rupture without any further treatment. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.